Manufacturer narrative:
(B)(4). The device passed electrical testing but failed functional testing due to multiple fills and drains being outside of volumetric specifications. External and internal visual inspections were performed and the device passed. A volumetric accuracy test was performed and the device failed with the original piston foam. The device passed this test when the piston foam was replaced and failed again when the original piston foam was reinstalled. Temperature verification was performed and the device passed with the test piston foam. A review of the event history log of the device found nothing related to the reported issue. The cause of the reported issue was determined to be the disintegrated piston foams. The piston foam was scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No additional information is available.